Manufacturer narrative:
(B)(4).

Event description:
It was reported that the burr 5.5 abrader 180 lg high vis. Dspl. Shed metal flakes into the patient. They were able to suction the flakes out of the joint. No procedural or patient impact as a result. No delay was reported.

Manufacturer narrative:
Device investigation narrative -nine unused 5.5 abrader burrs were returned for evaluation. As part of ongoing product improvements a project team has been formed to complete the design change from the current bushing design to a bushing less design on the 5.5 burrs. Device evaluated by the manufacturer (B)(4).